Event description:
Ruptured right breast implant with history of cellulitis and extravasated silicone gel into lateral chest region and abdominal wall region with possible ruptured left breast implant. Removal of ruptured implants bilaterally with capsulectomy and removal of extravasated silicone gel.